Event description:
Case description: this case was reported by a consumer via local affiliate and described the occurrence of choking in a 65-year-old male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for dentures. This case is associated with a product quality complaint. On an unknown date, the patient started polident denture adhesive cream. On (B)(6) 2017, an unknown time after starting polident denture adhesive cream, the patient experienced choking (serious criteria gsk medically significant and life threatening). On an unknown date, the patient experienced cold sweat, product complaint, suspected counterfeit product, device adhesion issue and device effect decreased. On an unknown date, the outcome of the choking and cold sweat were recovered/resolved and the outcome of the product complaint, suspected counterfeit product, device adhesion issue and device effect decreased were unknown. It was unknown if the reporter considered the choking, cold sweat, device adhesion issue and device effect decreased to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: initial and fu case from on (B)(6) 2017 processed together. The action taken with polident denture adhesive was withdrawn. A consumer reported: her husband nearly choke to death by his dentures when the dentures loosen while he was having his lunch on (B)(6)2017. The dentures loosen and glided into his throat even after application with polident. He had been using polident for the past 4 years and she claimed that this tube of polident "started giving him cold sweat". The consumer mentioned that the polident was less effective 5-6 hours after application but her husband still put on the dentures and had his lunch. After 30 minutes later the dentures came off. He had used this tube less than 4 times and had 4 "scary experiences". She also complained that the content in this tube was watery and suspected the product was fake. She mentioned that her husband visited his dentist a week ago. Consumer's husband started using the complained product this month. She did not have the batch number and expiration date because she had thrown the product away. She mentioned that her husband was fine now and did not see any doctor for the events encountered. Follow-up information received on 19 december 2017: consumer provided the batch number and expiration date as she realized that her husband still keep the product. Batch number: y 53b and expiry date: feb2020. Follow up information was received from quality assurance department on 09 apr 2018: the product expiry date was updated expiry date 1st february 2020. The action taken with polident denture adhesive was withdrawn, dechallenge was positive. The product involved had been confirmed as counterfeit. Quality assurance analysis revealed the complaint to be unsubstantiated.

Manufacturer narrative:
Associated with argus case: (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us. Device evaluation 09april2018 for issue; (B)(4). The batch documentation specific to this lot was reviewed and there were no issues noted during the manufacture of this batch that could have attributed to this defect. The complaint sample was sent to the lab for analysis: description specification: a reddish pink mass of gums and petrolatum, free of lumps, granular particles or foreign matter. Result: complies. Test: separation. Specification: none to slight. Result: slight. Test: extrudability: specification: easy to moderate. Result: easy. Test: ph. Specification: 6.5-7.5. Result: 6.6. Conclusion: testing was carried out on the complaint sample and results met specification requirements indication that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements. Complaint reason: unsubstantiated.

Manufacturer narrative:
3003721894-2017-00560 is associated with argus case (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Case description: this case was reported by a consumer via local affiliate and described the occurrence of choking in a (B)(6) year-old male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for dentures. This case is associated with a product quality complaint. On an unknown date, the patient started polident denture adhesive cream. On (B)(6) 2017, an unknown time after starting polident denture adhesive cream, the patient experienced choking (serious criteria gsk medically significant and life threatening). On an unknown date, the patient experienced cold sweat, product complaint, suspected counterfeit product, device adhesion issue and device effect decreased. On an unknown date, the outcome of the choking and cold sweat were recovered/resolved and the outcome of the product complaint, suspected counterfeit product, device adhesion issue and device effect decreased were unknown. It was unknown if the reporter considered the choking, cold sweat, device adhesion issue and device effect decreased to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: initial and fu case from (B)(6) 2017 and (B)(6) 2017 processed together: the action taken with polident denture adhesive was withdrawn. A consumer reported: her husband nearly choke to death by his dentures when the dentures loosen while he was having his lunch on (B)(6) 2017. The dentures loosen and glided into his throat even after application with polident. He has been using polident for the past 4 years and she claimed that this tube of polident "started giving him cold sweat". The consumer mentioned that the polident was less effective 5-6 hours after application but her husband still put on the dentures and had his lunch. After 30 minutes later the dentures came off. He had used this tube less than 4 times and had 4 "scary experiences". She also complained that the content in this tube is watery and suspected the product is fake. She mentioned that her husband visited his dentist a week ago. Consumer's husband started using the complained product this month. She does not have the batch number and expiration date because she had thrown the product away. She mentioned that her husband is fine now and did not see any doctor for the events encountered. Follow-up information received on 19 december 2017: consumer provided the batch number and expiration date as she realized that her husband still keep the product. Batch number y 53b and expiry date : ??-feb2020.

Manufacturer narrative:
This report is associated with (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Nearly choke to death [choking]. Cold sweat [cold sweat]. After 30 minutes later the dentures came off. [Device adhesion issue]. The consumer mentioned that the polident was less effective 5-6 hours. After application [device effect decreased]. Case description: this case was reported by a consumer via local affiliate and described the occurrence of choking in a (B)(6) male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. On (B)(6) 2017, an unknown time after starting polident denture adhesive cream, the patient experienced choking (serious criteria gsk medically significant and life threatening). On an unknown date, the patient experienced cold sweat, product complaint, suspected counterfeit product, device adhesion issue and device effect decreased. On an unknown date, the outcome of the choking and cold sweat were recovered/resolved and the outcome of the product complaint, suspected counterfeit product, device adhesion issue and device effect decreased were unknown. It was unknown if the reporter considered the choking, cold sweat, device adhesion issue and device effect decreased to be related to polident denture adhesive cream. Additional information: initial and fu case from (B)(6) 2017 processed together: the action taken with polident denture adhesive was withdrawn. A consumer reported: her husband nearly choke to death by his dentures when the dentures loosen while he was having his lunch on (B)(6) 2017. The dentures loosen and glided into his throat even after application with polident. He has been using polident for the past 4 years and she claimed that this tube of polident "started giving him cold sweat". The consumer mentioned that the polident was less effective 5-6 hours after application but her husband still put on the dentures and had his lunch. After 30 minutes later the dentures came off. He had used this tube less than 4 times and had 4 "scary experiences". She also complained that the content in this tube is watery and suspected the product is fake. She mentioned that her husband visited his dentist a week ago. Consumer's husband started using the complained product this month. She does not have the batch number and expiration date because she had thrown the product away. She mentioned that her husband is fine now and did not see any doctor for the events encountered.